Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .071 x .027 piece missing roughly 4.2 above the snake wrist. No other damage was found.

Event description:
It was reported that the bowel grasper instrument was noted to have broken insulation during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.